Event description:
Ous MDR - after an implantation time of about 16 months, it was reported that the shock impedance determined via home monitoring was outside of the measurement range. The measurements during the follow-up did not show any anomalies. No deterioration of the patient's state of health was reported. The lead and the ICD were explanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process for this ICD was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. There were no indications of material defects or manufacturing errors for either the lead or the ICD.